Event description:
It was reported that the procedure was to treat a proximal left anterior descending artery. A xience xpedition balloon ruptured at 4 atmospheres during deployment. The device was removed and an unknown balloon catheter was used to fully expand the stent. There was no clinically significant delay in procedure and no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.